Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic. After implantation of the lens. The ocular response analyzer measurement showed too much cylinder. The surgeon decided to use a different cylinder size and the lens was cut to remove from eye. There was no pt injury. The incision was not enlarged and no suture was used. Another lens, same model, same size with a 2.0 cylinder was implanted. Cause of this event was due to miscalculation. There was no device malfunction.

Manufacturer narrative:
(B)(4). Eval codes: conclusions: based on the complaint history, it was determined that the root cause of this event was due to miscalculation. (B)(4).